Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a total knee revision approximately 8 months post-implantation due to tibial component loosening with pronounced medial subsidence. Approximately two weeks prior to the revision, the patient developed a sudden onset of knee pain, and radiographs demonstrated tibial loosening with medial subsidence. Attempts have been made and no further information has been provided.